Event description:
On (B)(6) 2013, it was reported that the down button on the patient's infusion device was only functioning intermittently. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The complaint cannot be verified, the product meets the specification regarding the customer's allegation. The buttons passed the optical and functional investigation successfully and comply with the product specification. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.